Event description:
It was reported that during an anterior cruciate ligament procedure the vapr s90 w/ hand controls device was unable to ablate. During an in house engineering evaluation it was found that the device had a melted manifold, would not coagulate and had sparks/arcs. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date is unknown at this time. UDI: (B)(4). Investigation summary: the vapr s90 w/ hand controls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the device was returned in shelf carton, the distal tip is in an used condition and charred section can be seen at proximal end. Handle assembly, cable and plugs were in good condition. Residues visible in the suction tube. The hipot active return electrical check failed. The device was unable to activate the ablate and coagulate functions and also output short was generated and immediately sparked. The customer reported 'unable to ablate'. Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip of device. The cause of the issue is due to direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of the failure is shorting event at distal tip. This issue has been escalated to a CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 w/ hand controls would contribute to the complained device issue. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.